Event description:
Caller reported that ¾ of the screen on the infusion device area is black. No further information is available. No physiological effects were reported. The caller did not report patient needing assistance from a healthcare professional or second party to address the issue. Product can not be sent for investigation due to foreign legislation.

Manufacturer narrative:
The event occurred in (B)(6) as the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. Device is unavailable for return.